Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the anti-reflux valve was allegedly obstructed and there was no urine in the bag. The caregiver tried unclipping at the bottom to open the flow, but that did not work. Next they separated the bag from the foley then lifted the tubing to see if it would drain and jiggled the bulb to no avail. The bag remained dry.

Event description:
It was reported that the anti-reflux valve was allegedly obstructed and there was no urine in the bag. The caregiver tried unclipping at the bottom to open the flow, but that did not work. Next they separated the bag from the foley then lifted the tubing to see if it would drain and jiggled the bulb to no avail. The bag remained dry.

Manufacturer narrative:
The reported event was confirmed. The device did not meet specifications. The product was intended to be used for treatment purposes. The product was influenced by the reported failure. Visual evaluation of the photo sample noted one opened (with some original packaging present), in-use canada drain bag and connected inlet tubing. Visual inspection of the sample noted that while urine was present in the inlet tubing, it would not advance past the flat valve in the drip chamber and into the drain bag. The flat valve was likely malfunctioning and causing a blockage. This is out of specification per inspection procedure, which states, "flat valve in drip chamber must function correctly." Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be, ¿calibrable equipment out of calibration range..¿ the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. 1. Remove protective cap from drainage tube catheter adapter and connect drainage tube to catheter. 2. Position hanger on bedside rail near the foot of the bed using string or hook. Important: hang drainage tube in a straight fashion from bedside to drainage bag using sheeting clip to secure drainage tube to sheet. 3. To empty bag: a. To remove outlet tube from housing, gently squeeze connector arms and pull tube from housing. B. Release clamp and empty bag. C. After emptying, reclamp outlet tube and slide connector into housing until connector arms engage. Note: if specimen is required, see directions for using urine sample port. 4. Periodic observations of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed. Directions for using bard ez-lok® sampling port: bard ez-lok® sampling port accepts a luer-lock or slip tip syringe. 1. Kink drainage tubing a minimum of 3 inches below the sampling port until urine is visible under the access site. 2. Swab surface of site with antiseptic wipe. 3. Using aseptic technique, position the syringe in the center of the sampling port. The syringe should be held perpendicular to the surface of the sampling port (at approximately 80-100 degree angle). Press the syringe firmly and twist gently to lock the syringe onto the sampling port. Note: improper penetration technique could cause formation of a drop of urine on the surface of the sampling port. Periodic observation of the sampling port is recommended. 4. Aspirate desired volume of urine. 5. Unkink tubing and send specimen to laboratory." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.